Event description:
The customer reported poor image quality and missing images. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and found the camera needs to be replaced. Customer does not want to repair system at this time. (B)(4).